Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5158721, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5157371, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5158729, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5156390, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.